Event description:
This is a spontaneous report received from a nurse in USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a new transfer set placed a few days prior to the peritonitis. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was still hospitalized. On (B)(6) 2012 baxter product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn). The pdrn reported that the only change that was made prior to the peritonitis was the patient getting a new transfer set placed. The pdrn believes that the transfer set may have been elated to the peritonitis. The pdrn did not see any visible damage to the transfer set. The patient has had the transfer set and her catheter removed prior to discharge from the hospital. The patient was discharged from the hospital on (B)(6) 2012. The patient has recovered from the peritonitis and has been switched over to hemodialysis. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.